Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was intermittently fluctuating and that the pump shutdown unexpectedly. The customer's blood glucose (bg)was "high"; although specific value was not provided. A correction bolus via pump and a manual correction injection were given to address the bg. The customer continued to use the pump for insulin therapy.